Event description:
It was reported during a pt call/transport, the stretcher allegedly began dropping during the transport back to the ambulance. The leading emt reported he was pulled down w/ the stretcher and allegedly injured his back. It was reported they recovered quickly, the transport was not delayed and the pt was not injured. The cot functioned, as intended, for the remainder of the transfer.